Event description:
It was reported that before an unknown procedure, while testing the device, it did not work while pressing the buttons. Surgery was prolonged 5 minutes. The device was changed to complete the case. There were no adverse consequences to the pt reported.

Manufacturer narrative:
Date sent: 7/11/2008. Info anticipated, but unavailable at this time.